Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and 90% stenosed proximal left main artery. Pre-dilatation was performed with an unknown balloon catheter and a 4.0 x 18 mm xience v stent was implanted when a distal edge dissection occurred. The dissection was treated with another xience v stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.